Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 3.0, lab: 2.4; (B)(6) 2012, 2.5, 1.9; (B)(6) 2012, 3.5, 2.65. Pt self tester stated she has been testing with meter for six years and has had no errors or discrepancies until (B)(6) 2012. She stated, the inr value on her meter always matched exactly with the inr value from the venous lab draw on 01/03/2012. She also stated, she received this box of strips in november where the strips were left outside her home in very cold temperature for an unk amount of time.